Event description:
It was reported that, an 840 ventilator was giving exhaled tidal volumes out of specifications. The ventilator was not in use on a patient at the time the event. Medtronic/covidien was not authorized to conduct the repair. The evaluation and repair will be completed by a third party service provider. The reported complaint could not be confirmed.